Event description:
The pt's one touch basic enhanced meter would not power on. On thursday evening, the pt eyes were closed and he was non-responsive. A test was attempted on the reported meter; no result was obtained. The pt drank orange juice with sugar following attempted use of the meter. The pt was taken to the hosp. A result "too low to give a reading" was obtained on the ems meter. The pt was treated with glucose. No information was provided regarding when the pt last tested with the meter prior to the time of concern. No information was provided regarding the pt's diabetes treatment regimen. The pt was in a hypoglycemic state when testing on the reported meter was attempted; however, there is insufficient information regarding the events prior to the time of concern to indicate that the product contributed to the pt experiencing injury and medical intervention. The customer care representative (ccr) confirmed that the battery was less than one year old, was correctly installed, and the battery contacts were in good condition. The ccr walked the pt through the power button and the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.